Event description:
Patient's death was reported; patient had left a suicide note. It was further added that an overdose was suspected from pain pills. "The approximate date of death will be listed as (B)(6) 2012, in the records". Patient had a lumbar spine MRI on (B)(6) 2012, for low back pain evaluation; per healthcare provider he was being evaluated for low back pain, so he had a lumbar spine exam done. Drug delivered via the device was morphine. It was later reported that the toxicology report would not be available for another three weeks; however they may not release the information, as this was ordered by a justice of the peace.

Event description:
It was reported that the death was not related to the pump. The cause of death was unknown; awaiting toxicology. The final report was not complete. Overdose, if one occurred, may be due to other oral medications, but not due to the morphine in the pump. The concentration and dose of the morphine was unknown. The pump was picked up by law enforcement handling the case.

Event description:
Additional information: it was reported that the patient's cause of death was mixed drug intoxication as a suicide. It was unknown if it was caused by overdose. It was unknown if the death was related to their implantable infusion system. The toxicology report found lethal levels of cyclobenzaprine, toxic levels of oxycodone, low toxic levels of imipramine, low toxic levels of desipramine, and presence of acetaminophen. The ethyl alcohol result was 0.085g/100g and the drug screen was positive for opiates. There was a "suicide note" at the scene of death. The patient had arteriolar nephrosclerosis and remote back surgeries with resection of left posterior ribs. There were advanced decompositional changes. No other significant autopsy findings were present to explain the death.

Manufacturer narrative:
Catheter: model: 8709, ,serial# (B)(4), implanted: (B)(6) 2003, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).